Event description:
Customer reported rotational motorized motion is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired and tightened the cables. System operates as intended.